Event description:
It was reported that the charger would not reliably charge the device because the cable did not seat properly in the port, frequently falling out and only charging when wiggled, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact, and blood glucose levels were not affected. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a charging issue, localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. A goodwill replacement charger was provided.

Manufacturer narrative:
Initial.